Event description:
Customer reportedly obtained results of 6.9 inr on the coagucek xs system while a comparison lab returned as 4.9 inr. No action taken on device result; however customer reportedly received a vitamin k shot. No adverse event reported. Requested return of suspect system, and replacement was sent.